Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain indications. It was reported that they mentioned they had an appointment with their pain consultant on 31-mar-2022 to get an epidural block again to help with the back pain as pt later said the therapy was not helping with the pt's back pain. Pt noted their back pain is beyond horrible for 30 years and there are days when they can hardly get up. Pt said the implant worked for several months and then started to decline. Pt said they had met with mdt reps 10 to 12 times to change programs and therapy would work for a few days and then it would stop helping again. Pt most recently met with a rep and it worked beautifully for 2 to 3 days and then all of the sudden the pain came back. The patient also mentioned they had to charge their ins every night and their ins battery went from 100% to 60% in 24 hours after their most recent programming. 2023-nov-15 patient reported that they had a replacement implant on (B)(6) because they had an issue with the previous implant where it was not getting to a program that worked. Agent attempted to collect event date and the stimulation worked for a few months and after the patient kept getting reprogrammed. No matter how many times the patient was reprogrammed the pain was an issue and patient wasn't getting concrete help so patient stopped charging the implant.